Event description:
It has been reported that insert was installed and was seated properly. A range of motion was done on the knee. When the knee was brought up in flexation, insert was dislodged from the baseplate. Another insert was installed and it worked fine.